Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A product manager reported that the knob of the a1059 mayfield modified skull clamp was loose and could not hold the patient¿s head in place. The date of the event was not specified. There was no patient injury or surgery delay reported. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. The device history record review could not be performed since lot number or serial number was not provided. The reported complaint was not confirmed. Root cause analysis could not be completed at the moment. Device identifier number: (B)(4).

Event description:
N/a.